Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4) describe event or problem - additional, catalog # - correction, serial # - correction, lot # - correction, unique identifier (UDI) # - correction, additional information/device evaluation, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.